Event description:
A healthcare facility (B)(6) reported to our distributor that they found a fault on three of the inspiration heater wire connectors. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Add'l lot #s: 081121, 090416. Add'l device MFR dates: 11/21/2008, 04/16/2009. The three rt212 adult inspiratory heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon receipt of the devices and completion of our investigation.